Event description:
It was reported that during a biceps tenodesis surgery the anchor of the device ar-3687 (lot: 15249216) failed when impacting the bone after drilling with the ar-2923d bit. The end of the anchor broke off in the patient's shoulder, and the anchor fragment was found on the one-month x-ray. The ar-1941ct sleeve was not used for this procedure. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. A second surgery is required according to the provided information.

Manufacturer narrative:
Based on the images from the field, arthrex was able to conclude a most likely cause. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion. Dfu-0054-eo revision 5 states the following: "7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use."